Manufacturer narrative:
(B)(4).

Event description:
This is report 2 of 2 involved in this peritonitis event. This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). The action taken with dianeal therapies were not reported. The patient experienced peritonitis. The patient was hospitalized for the event. The patient was discharged from the hospital and was recovering from this event.

Manufacturer narrative:
(B)(4): the treatment and cause of peritonitis was unknown. The patient was not retrained. The patient recovered from this peritonitis event.additional follow up information.a review of all batch record documents for potentially associated lot number gd894022 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.